Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported "this pump was unfortunately thrown out by the hospital after explant. I will not be able to return it."

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old male patient for cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient's comorbidities were not reported. During impella cp support, the patient was noted to have red-colored urine with noted hemolysis across three separate lab blood draws. An initial echocardiogram was performed, and device position was reported as appropriate. Subsequently, "in aorta" alarms were observed. Review of transthoracic echocardiogram (tte) imaging demonstrated that the impella cp was positioned shallow, with the inlet located at the level of the aortic valve. Repeat imaging confirmed persistent shallow positioning. The device was advanced by the physician to a depth measuring approximately 4.9 cm from the aortic valve, and the decision was made to maintain this position. Following repositioning, laboratory samples were no longer hemolyzed, although the patient¿s urine remained blood-tinged. Additional imaging was declined at that time. An increase in serum creatinine to 2.2 mg/dl was reported, consistent with transient renal dysfunction in the setting of cardiogenic shock and prior hemolysis. Acute kidney injury was reported; however, dialysis was not required. Serum creatinine was noted to be decreasing as of (B)(6) 2026. The reported hemolysis is consistent with device positioning and patient-specific hemodynamic conditions, particularly with shallow inlet positioning relative to the aortic valve. The impella cp functioned at p-6 with a purge solution consisting of dextrose 5% in water with 25 milliequivalents of sodium bicarbonate. The patient was successfully weaned from impella cp support and survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.